Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the entire snare broke off in the colon while taking the polyp. A second cold snare was used to get the piece of snare that came off. The procedure was completed with the second cold snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.